Event description:
Epidural catheter inserted without difficulties. Upon removal, tension was encountered, catheter released with obvious broken end. X-ray was ordered, no further treatment recommended.